Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts were compressed. Analysis also found the battery drawer, upper case, lower case, and the ring cover were broken. Two side bail covers, two case screws, two side bails, and the ring were missing. The key board pad was scratched (cosmetic). (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.